Event description:
It was reported that the patient was in the hospital for dizziness. There was oversensing on the right ventricular (rv) lead. There was also a lead warning on the rv lead for low impedance measurements. A polarity switch had occurred at the time of the lead warning. During the check, the lead was programmed back to bipolar and much more noise was seen. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).